Event description:
It was reported that, "while placing the self drilling anchor c (14mm) screw, while tightening the screw, the ring popped off. When dr. (B)(6) took the guide off the ring was sitting in the screw hole. We removed screw and replaced with another 14mm screw."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.